Event description:
The user received a false negative rubella igg result for a patient when compared to the result from a reference lab. The initial result was 8.64 iu/ml and the result from the reference lab on (B) (6) 2010, was 2.14 iu/ml by the wampole method. Any result greater than 1.1 iu/ml from this lab was considered positive. The initial result was reported, but the patient was not treated based on the result. The rubella igg reagent lot number was 15538802. The field service representative could not find a cause. He performed instrument check procedures and the user verified the analyzer operation by running controls with results within range.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Patient sample was returned for investigation. Confirmatory measurements showed a weak positive result with one reagent lot and a very elevated negative results with a second lot, indicating a borderline situation. A specific root cause was not identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.